Event description:
It was reported that the user awoke with low blood glucose on their first full day using the ilet pump, and they were advised that the system was in its learning period and would adapt overnight insulin delivery; the event was managed with oral glucose. Symptoms included hypoglycemia with shaking/tremors, muscle weakness, and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.